Event description:
As reported (B)(6) 2012, a pt of unk gender and age presented for an endovenous laser treatment. During prep for the procedure, when opening the sterile packaging, the user noted that the laser fiber was cracked. The fiber was set aside and replaced "with a new" of the same device. It was reported that the procedure was successfully completed. There was no reported harm or injury to the pt due to this event as the failed device never came into contact with the pt. The reported failed device is available to be returned to the MFR for eval.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device eval will be sent via a f/u medwatch. (B)(4).